Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus in the nasolabial grooves using the packaged needle. After the needle was punctured into the patient's skin, the plunger rod dislodged. There were no reported injuries.